Manufacturer narrative:
The customer reported an incident of a school testing sample where the assay was negative so (B)(6) reported that result. The child was tested by another method that day and was positive. Root cause determination: no definitive root cause has been determined for the reported discordant result based on the information currently available. Investigation conclusion and status of investigation: review of manufacturing records identified that the reported lots in this assay met expected performance criteria for use in the field. No further investigation is considered necessary at this time. The lot of kits continues to meet product claims. Trends of discrepant results will be trended and reviewed, with action taken as appropriate in response to any adverse trends or events.

Event description:
Customer reported a possible false negative result from a pcr covid test on an individual patient.